Event description:
Boston scientific received information that during a right ventricular lead revision procedure while the pocket was being closed, the physician patted the pocket and the pacemaker and rv lead exhibited pacing inhibition for less than two seconds. The pocket was reopened and fluid was observed in the device header. Additionally, the physician suspected a lead to device connection/interface issue. The device and lead were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. During the visual inspection deformations of the inner coil close to the is-1 connector pin were found. Further investigations indicated that these deformations were caused by over rotation of the inner coil during the extension or retraction of the fixation helix. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical event. In particular, the values of the parameters measured during the electrical analysis and the analysis of the is-1 connector pin were within the technical specifications. In summary, the inner coil of this lead was found to be deformed, which was caused most likely during the surgery while operating the fixation mechanism. The analysis did not reveal any sign of a material or manufacturing problem.